Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a vats lobectomy, the staple line on the specimen side of the pulmonary vein oozed blood continuously immediately following transection. The staple line was complete with fully formed staples. The patient side staple line was hemostatic. The current patient status is alive / stable. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.